Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the syringe pump "only infused a portion of the (medication) order before the syringe was empty.¿ in review of the infusion data, it was noted that the ¿09:38-09:53 loading dose of lacosamide was delivered with a bd plastipak 1 ml syringe selected. The 20:11-20:41 infusion of the maintenance dose of lacosamide was delivered via a syringe selected of the monoject 3 ml.¿ it was unclear whether the correct syringe size was selected when programming the infusion. Later it was reported that on 3/9/2023 1.704 ml of lacosamide was intended to run at 3.41ml/hr with a concentration of 10mg/ml. The customer noted that this was a programming error. There was patient involvement but no harm.

Event description:
It was reported that the syringe pump "only infused a portion of the (medication) order before the syringe was empty.¿ in review of the infusion data, it was noted that the ¿09:38-09:53 loading dose of lacosamide was delivered with a bd plastipak 1 ml syringe selected. The 20:11-20:41 infusion of the maintenance dose of lacosamide was delivered via a syringe selected of the monoject 3 ml.¿ it was unclear whether the correct syringe size was selected when programming the infusion. Later it was reported that on (B)(6) 2023 1.704 ml of lacosamide was intended to run at 3.41ml/hr with a concentration of 10mg/ml. The customer noted that this was a programming error. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.